Event description:
A 6f angio-seal sts plus vascular closure device was used to seal the arteriotomy site, post right and left heart catheterization and coronary andgiogram. Venous access was difficult, requiring 4-5 sticks. Later that day, the patient had a CT scan which revealed a 10cm hematoma, which reportedly was retroperitoneal bleeding. The next day, the angio-seal was surgically removed. The surgical report states the collagen was positioned in the inguinal ligament. The patient received 5 units of bloods over two days. The patient was discharged 5 days later. The pre-deployment angiogram revealed the puncture was above the femoral head.